Event description:
A malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was assisted by technical support to reset the pump, and the malfunction did not recur after resetting. The customer was advised to continue using the pump and to contact technical support if the malfunction code recurs.